Manufacturer narrative:
An investigation is currently in progress. A follow-up report will be filed once the results have been completed.

Event description:
Customer reported that the patient, status post laparoscopic abdomino perineal resection with colostomy, partial vaginectomy, cystoscopy, bilateral ureteral stent placement and stent removal and jackson pratt drain placement in the left buttocks, the surgeon attempted to remove the jp drain at the bedside, but the tubing on the drain broke and remained in the patient. The patient had to go back to surgery on (B)(6) 2026 for removal of distal portion of jackson pratt drain, which was approximately 8 inches. The fragment piece was not kept or sent to pathology. The patient was discharged to a skilled nursing facility on (B)(6) 2026.